Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped form 90% to 5%. Subsequently, the pump was unable to be charged. The customer's blood glucose level was not impacted due to the reported issues. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, battery depletion complaint was verified. The alleged battery charging issue could not be verified.